Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent burning/coagulation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent burning/coagulation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hemopro 2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. There was no tissue and charred blood observed on the jaws. There were no visual defects observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device performed randomly during the pre-cautery test; it produced visible steam and heat during four (4) 3-second activations and did not produce visible steam during the remaining six (6) 3-second activations. It shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device did not pass the temperature measurement test. The displayed temperature increased but did not turn "green" within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To test the electrical continuity of the jaw assembly, the jaws of the device was disassembled. The shrink tubing was removed from the hemopro2 shaft tip and a visual inspection revealed that the white wire was intact with the prime jaw subassembly. No defects were observed on the insulation/wiring . The handle was open and a pre-cautery test was performed again per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device now passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "intermittent continuity".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent burning/coagulation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.